Event description:
The cna was allegedly struck around the eye by the hangar bar as it began to tip toward the bed. No serious injury is alleged.

Manufacturer narrative:
The (B)(4) hanger bar hit the cna in the eye when the lift was tilting towards the bed. It is unknown if: the cna was transferring a patient or simply moving the lift at the time of the event, or the cna was transferring a patient alone. The rpl400 user manual pn 1145810 page 13 states, "invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures, our equipment will permit proper operation by one assistant. The use of one assistant is based on the evaluation of the health care professional for each individual case." Having two assistants may have prevented the device from tilting and the hanger bar from swinging into the cna's eye. Other factors that affect power lift tilting are: maintenance of the device, and the legs must be locked in the maximum open position when lifting. It is unknown if the facility was following the maintenance requirements from page 35 of the user manual. In addition, it is not known if the cna was following the instructions for transferring that requires the lift legs to be locked in the fully opened position as stated on page 30: "do not lock the rear casters of the patient lift when lifting an individual. Locking the rear casters could cause the patient lift to tip and endanger the patient and assistants. The legs of the patient lift must be in the maximum open position for optimum stability and safety. If it is necessary to close the legs to maneuver the patient lift under a bed, close the legs only as long as it takes to position the patient lift over the patient and lift the patient off the surface of the bed. When the legs of the patient lift are no longer under the bed, return the legs to the maximum open position." In addition, it is unknown if the cna checked for obstructions as stated on page 26 on the user manual: "note: before positioning the legs of the patient lift under a bed, make sure that the area is clear of any obstructions."